Event description:
A peritoneal dialysis (pd) patient reported itchiness at the site after using tegaderm transparent dressing. Patient noticed the issue approximately 2 to 3 weeks ago. Patient did not go to the hospital regarding the issue but discussed it with his doctor during a follow-up visit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).